Event description:
It was reported that a patient death of an unknown cause occurred without clear information as to whether the death was related to implantable cardiac monitor or implant procedure.

Event description:
It was reported that a patient death of an unknown cause occurred without clear information as to whether the death was related to implantable cardiac monitor or implant procedure.